Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited pacing not delivered when required, premature battery depletion, and was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted electrocautery burn marks on the front of the case. Upon return, the device had no output but did have telemetry. Analysis of device memory found evidence that five resets had occurred during implant; these resets precluded device interrogation. Data was insufficient to obtain battery status or memory download. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that the battery status was at beginning of life. No high current drain conditions were noted. Proper device pacing and sensing functions were confirmed. Although the device had no output, no higher than normal current drain conditions were noted during testing and detailed analysis. An insulation breach within the battery was identified that caused an internal short which resulted in the premature battery depletion observed clinically.

Event description:
This report is being filed to provide product investigation results.